Event description:
On (B)(6) 2013, gamma3 long nail surgery was performed. The fracture had been nonunion. On (B)(6) 2014 the nail was found to be broken and a revision surgery is going to be performed on (B)(6) 2014.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed due to missing product. The nail was classified as primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. Neither the nail, nor further information like x-rays was returned; therefore an investigation was not possible. The root cause of the nail breakage is unknown. The customer reported a non-union. Non-unions can lead to implant breakages and are listed as adverse effects in the IFU; most likely the non-union did significantly contribute to the nail breakage. If other listed adverse effects like obesity, patient mobilization, intra-operatively implant damages, poor bone quality, etc. Did also contribute to the nail breakage could not be determined due to missing information. Because no deviations were found during review of the DHR a manufacturing issue can be excluded based on the given information. A more precise evaluation was not possible. No non-conformity identified. Device was not available.

Event description:
On (B)(6) 2013, gamma3 long nail surgery was performed. The fracture had been nonunion. On (B)(6) 2014 the nail was found to be broken and a revision surgery is going to be performed on (B)(6) 2014.